Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number is available. Review of event description: it was reported that an unknown patient underwent a revision surgery due to instability of the cup. The allofit cup was removed and replaced with an avantage cup. It was noted that patient had a history of recurring dislocations. Review of received data: only one photo of the explanted metallic shell and the pe liner was received. No significant observation could be done regarding the shell. However, it was observed that the pe liner was significantly worn. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis and conclusion: root cause determination using sap dfmea. -release of pe particles, aseptic loosening, osteolysis due to pe wear due to insufficient connection strength between shell and alpha inserts => possible: the pe component is unknown and not received for the investigation, therefore cannot be excluded. - release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between inserts and polar plug => possible: the pe component is unknown and not received for the investigation, therefore cannot be excluded. - release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between inserts and screw plug => possible: the pe component is unknown and not received for the investigation, therefore cannot be excluded. - migration, aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - migration, aseptic loosening due to insufficient secondary stability due to surface structure => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - aseptic loosening due to insufficient connection between bone screw and shell => possible: it is not known whether the bone screw was used, therefore cannot be excluded. - migration of shell long term aseptic loosening due to insufficient secondary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - fracture/ damage/ loosening of the shell, liner and bone screw due to wrong behavior of the patient => possible: no info is available regarding the patient activity, therefore cannot be excluded. - migration, aseptic loosening due to wrong size of shell, operation technique and use of instruments => possible: no information regarding the pe liner is available, no x-rays received. Therefore cannot be excluded. - increased wear, loosening or fracture of components due to patient with high body weight => possible: no information is available regarding the patient weight, therefore cannot be excluded. For the investigation of the case only one photo of the explanted shell and pe liner was received. The device reference and lot number of the allofit shell is unknown. No information about the explanted pe liner and the other components of the tha is received either. The received picture does not indicate any problems regarding the shell. On the other hand, it is clear that the pe liner is worn significantly which could imply impingement of the liner with the stem. This might explain the recurring dislocations. It can be hypothesized that the pe liner wear lead to osteolysis which could have resulted in loosening of the acetabular cup and that could be the reason of the revision of the shell along with the liner. However, in the absence of sufficient medical data it is not possible to find a root cause for the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer (B)(4) consider this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with zimmer allofit cup hip implant on an unknown date and underwent revision surgery on (B)(6) 2017 due to wear, dislocation and instability.